Manufacturer narrative:
Date of death: used the first day of the month of may since the only given date of event was (B)(6) 2021. Date of event: used the first day of the month of march since the only given date of event was (B)(6) 2021.

Event description:
Synergy (B)(6) registry. It was reported that the patient died. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left circumflex artery (lcx) extended to 1st obtuse marginal with 90% stenosis and was 30mm long with a reference vessel diameter of 2.2mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.50mm x 32mm synergy stent system. Following post dilatation, residual stenosis was 0%. Four days later, in (B)(6) 2020, the subject was discharged on aspirin and ticagrelor. On an unknown date in (B)(6) 2021, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized for further evaluation and treatment. No action was taken to treat the event. On an unknown date in (B)(6) 2021, the subject was pronounced dead. The primary cause of death is coronary atherosclerotic heart disease. It is unknown if an autopsy was performed.

Event description:
Synergy china registry it was reported that the patient died. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left circumflex artery (lcx) extended to 1st obtuse marginal with 90% stenosis and was 30mm long with a reference vessel diameter of 2.2mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.50mm x 32mm synergy stent system. Following post dilatation, residual stenosis was 0%. Four days later, in (B)(6) 2020, the subject was discharged on aspirin and ticagrelor. On an unknown date in march 2021, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized for further evaluation and treatment. No action was taken to treat the event. On an unknown date in (B)(6)2021, the subject was pronounced dead. The primary cause of death is coronary atherosclerotic heart disease. It is unknown if an autopsy was performed. It was further reported that on an unknown date in (B)(6) 2021, the event of coronary atherosclerotic heart disease was treated medically, and on an unknown date in (B)(6) 2021, the subject was pronounced dead. Additionally, it was reported that the event was unlikely related to the study stent.

Manufacturer narrative:
Corrected b2: date of death, corrected from used the first day of the month of may since the only given date of event was (B)(6) 2021 to used the first day of the month of march since the only given date of event was (B)(6) 2021. Updated b5: describe event or problem added h6: impact code of unexpected medical intervention.